Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light . The key failure is the valve is not shifting.associated malfunction for this device: rex roth valve stuck, power switch short circuited, sieve tubes, gear clamps and tie straps were leaking.